Manufacturer narrative:
The system was examined and the reported event was confirmed. The customer had been reusing single use consumable, which caused the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 16, 2012. Based on qa assessment, the product met specifications at the time of release. The operators manual provide instructions on the use of consumables. The systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. The root cause of the reported event can be attributed to the incorrect re-use of the associated consumable. The system was found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system had issues with controlling the pressure during surgery. Patient impact is unknown. Additional information has been requested but none has been received.